Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturing representative (rep) and healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins). Information was received that the md was having difficulty pulling the lead through needle canula. The lead was explanted. The md opened new lead. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. The cause of the difficulty pulling the lead through the needle canal had not been determined and the representative reported no symptoms. No further complications reported.

Manufacturer narrative:
Analysis identified that the needle was damaged at the distal end of the lead. The damage is consistent with field use. Electrical testing of the lead determined continuity was complete and no electrical shorts were identified between the circuits. If information is provided in the future, a supplemental report will be issued.